Event description:
It was reported that the pump became ¿hot to touch¿ while charging. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump and charging supplies to be sent to the customer, who was instructed on the return process for the problematic pump. The customer understood and acknowledged the instructions, including depleting the battery before returning it.